Manufacturer narrative:
A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that, during testing, the device failed accuracy. No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection of the device found all intact, good condition with no appearance of any physical damaged. There was no evidence of the error recorded in the event history log. The reported problem was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. It was recommended that the expulsor assembly be replaced as preventative measure/action. No problem/fault was found with the device per the investigation. The root cause of the reported problem was unknown. Product is beyond 5 years from manufacture date of 2017-03 and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: correction: d4: model number: 6400.